Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that an e301 (audio alarm failure) error code was noted in the device history of channel 2. This is not a reportable malfunction. However, during verification testing at the service center, channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone.